Event description:
It was reported that a motor stall had been confirmed in the event logs with no motor stall recovery. A magnetic resonance image (MRI) occurred on (B)(6) 2015 and the pump interrogated after the MRI. A tube set alarm occurred on (B)(6) 2015. The pump was infusing dilaudid (hydromorphone). Additional information received reported that the pump logs were read and it was noted to be back on. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).